Event description:
The customer reported that while the unit was in use on a pt, the unti displayed an error code alarm; the pump motor would not start. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Event description:
The customer reported that while the unit was in use on a patient, the unit generated an "electrical code failure #52" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.